Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had a cracked case at the display window and scratched screen. Further testing could not be performed due to error alarm. The motor was tested outside the device and passed.